Manufacturer narrative:
The investigation results will be provided in the final report. Explant date is estimated. Event date is estimated.

Event description:
Patient reported that he experienced pain due to ipg placement. As a result, the patient underwent surgical intervention where the ipg was removed in 2012. No other information at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.